Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.

Event description:
It was reported that t1 and t2 deployed together. All the ts were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system device 72202468 received. The complaint stated: "it was reported that t1 and t2 deployed together. All the ts were removed." T1, t2 and suture were not returned. The device is in poor condition. It is disfigured in multiple locations. The depth limiter is noticeably creased and flared. The delivery needle is visibly bent toward the left and upward. It is quite distorted. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. A functional test confirmed that the device no longer cycled or actuated due to the damages. The actuator was jammed fully advanced within the needle track. No root cause related to the manufacture of the device was confirmed.